Manufacturer narrative:
It is unknown to what extent the bard/davol ventralight st w/echo device contributed to the patient's reported post-operative complications. As alleged by the patient's attorney, "the patient was diagnosed with inflammation"; inflammation is a known risk of surgery and is listed in the instructions-for-use as a possible complication. The patient's attorney did not allege a specific device failure and a sample was not provided for further evaluation. No medical records have been provided to date. Based on the limited information provided and the patient's pre-existing conditions, no conclusions can be made between the reported post-operative complications and the bard davol ventralight st w/echo used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016 - patient underwent laparoscopic incisional hernia repair with mesh and lysis of adhesions of the abdomen using a bard/davol ventralight st w/echo. On that date, upon entering the patient's abdomen, the doctor noted the "hernia" in the diaphragm was in fact adhesion related damage, and that was repaired. The doctor then identified the incisional hernia, which was repaired with the mesh. On (B)(6) 2016 - the patient was discharged. On (B)(6) 2016 - following the surgery the patient returned to the hospital complaining of severe pain and ascites in and about the surgical site. On (B)(6) 2016 - the patient underwent an exploratory laparotomy "to determine the source of the pain, which had been considered to be a urinary tract infection." During the surgery, the doctor "noted exudate on the mesh, and decided to remove the mesh." The doctor "could find no other sources of the pain and ascites. Upon discharge, the patient was diagnosed with inflammation/meshitis, and ruled out other sources of the pain and ascites." Attorney alleges that "the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment."

Manufacturer narrative:
It is unknown to what extent the bard/davol ventralight st w/echo device contributed to the patient's reported post-operative complications. As alleged by the patient's attorney, "the patient was diagnosed with inflammation"; inflammation is a known risk of surgery and is listed in the instructions-for-use as a possible complication. The patient's attorney did not allege a specific device failure and a sample was not provided for further evaluation. No medical records have been provided to date. Based on the limited information provided and the patient's pre-existing conditions, no conclusions can be made between the reported post-operative complications and the bard davol ventralight st w/echo used to treat the patient. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of ventralight st w/ echo, patient was diagnosed with hernia recurrence, adhesions, inflammation and ascites thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct the sex of the patient and additional event information. Per medical records review, about 1 month post implant of ventralight st mesh, patient was diagnosed with obstruction, hernia recurrence, adhesions, inflammation and ascites thereby underwent repair with mesh removal. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016 - patient underwent laparoscopic incisional hernia repair with mesh and lysis of adhesions of the abdomen using a bard/davol ventralight st w/echo. On that date, upon entering the patients abdomen, the doctor noted the "hernia" in the diaphragm was in fact adhesion related damage, and that was repaired. The doctor then identified the incisional hernia, which was repaired with the mesh. (B)(6) 2016 - the patient was discharged. (B)(6) 2016 - following the surgery the patient returned to the hospital complaining of severe pain and ascites in and about the surgical site. (B)(6) 2016 - the patient underwent an exploratory laparotomy "to determine the source of the pain, which had been considered to be a urinary tract infection." During the surgery, the doctor "noted exudate on the mesh, and decided to remove the mesh." The doctor "could find no other sources of the pain and ascites. Upon discharge, the patient was diagnosed with inflammation/meshitis, and ruled out other sources of the pain and ascites." Attorney alleges that "the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st w/ echo (device #1). Per operative notes, ¿the ventralight st mesh(device #1) was placed using echo positioning system intraabdominally and tacked.¿ (B)(6) 2016 - patient was diagnosed with inflamed mesh, adhesions and ascites thereby underwent open repair. Per operative notes, ¿the omentum was plastered to the anterior abdominal wall with a portion of the transverse colon. There was a scattered yellow white filmy plaque loosely attached to the peritoneal surfaces consistent with an inflammatory process associated with the ventralight st mesh(device #1). The excessive ascites was drained." (B)(6) 2016 - patient was diagnosed with ascites thereby underwent open repair with the removal of ventralight st w/ echo (device #1). Per operative notes, ¿more than 2 litres of ascites were drained. The ventralight st mesh (device #1) was then removed in its entirety along with the tacks. There was a coating on the mesh but was well incorporated into the peritoneum.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of xenmatrix ab (device #2). Per operative notes, ¿the hernia sac was dissected and excised. There was a large defect in the lower midline and smaller defect was just to right of midline. A xenmatrix ab (device #2) was laid flat against the fascia using sutures.¿ attorney alleges that the patient had abscess, adhesions, mesh shrinkage, infection, pain, hernia recurrence and bowel obstruction.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016 - patient underwent laparoscopic incisional hernia repair with mesh and lysis of adhesions of the abdomen using a bard/davol ventralight st w/echo. On that date, upon entering the patients abdomen, the doctor noted the "hernia" in the diaphragm was in fact adhesion related damage, and that was repaired. The doctor then identified the incisional hernia, which was repaired with the mesh. (B)(6) 2016 - the patient was discharged. (B)(6) 2016 - following the surgery the patient returned to the hospital complaining of severe pain and ascites in and about the surgical site. (B)(6) 2016 - the patient underwent an exploratory laparotomy "to determine the source of the pain, which had been considered to be a urinary tract infection." During the surgery, the doctor "noted exudate on the mesh, and decided to remove the mesh." The doctor "could find no other sources of the pain and ascites. Upon discharge, the patient was diagnosed with inflammation/meshitis,and ruled out other sources of the pain and ascites." Attorney alleges that "the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #1). Per operative notes, ¿the ventralight st using echo ps (device #1) was placed intraabdominally using tacks and sutures.¿ (B)(6) 2016 - patient was diagnosed with inflamed mesh, adhesions and ascites thereby underwent open repair. Per operative notes, ¿the omentum was plastered to the anterior abdominal wall with a portion of the transverse colon. There was a scattered yellow white filmy plaque loosely attached to the peritoneal surfaces consistent with an inflammatory process associated with the ventralight st using echo ps (device #1). The excessive ascites was drained." (B)(6) 2016 - patient was diagnosed with ascites thereby underwent open repair with the removal of ventralight st using echo ps (device #1). Per operative notes, ¿more than 2 litres of ascites were drained. The ventralight st using echo ps (device #1) was then removed in its entirety along with the tacks. There was a coating on the mesh but was well incorporated into the peritoneum.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of xenmatrix ab (device #2). Per operative notes, ¿the hernia sac was dissected and excised. There was a large defect in the lower midline. A smaller defect was just to right of midline. Then a xenmatrix ab (device #2) was laid flat against the fascia using sutures.¿ attorney alleges that the patient had abscess, adhesions, mesh shrinkage, infection, pain & suffering, hernia recurrence and bowel obstruction.

Manufacturer narrative:
It is unknown to what extent the bard/davol ventralight st w/echo device contributed to the patient's reported post-operative complications. As alleged by the patient's attorney, "the patient was diagnosed with inflammation"; inflammation is a known risk of surgery and is listed in the instructions-for-use as a possible complication. The patient's attorney did not allege a specific device failure and a sample was not provided for further evaluation. No medical records have been provided to date. Based on the limited information provided and the patient's pre-existing conditions, no conclusions can be made between the reported post-operative complications and the bard davol ventralight st w/echo used to treat the patient. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of ventralight st w/ echo, patient was diagnosed with hernia recurrence, adhesions, inflammation and ascites thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as a possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.